Event description:
Reporter alleged high blood glucose device readings. It was reported meter read 287 mg/dl and on a different meter from a relative read 126 mg/dl five minutes later. Reporter stated not taking any additional medication based on the readings. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.